Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an under infusion. During an infusion of fentanyl 4.8 ml/hr continuous, a new bottle was hung on the prior shift. When the next shift nurse came to check the bottle it was still full. There had been no upstream or downstream occlusion alarms from the pump to alarm the staff that the patient was not getting the fentanyl infusion. The event occurred during patient infusion in the medical intensive care unit (ICU). No additional information is available.